Event description:
Pt alleges receiving breast implants in 1978 of an unk MFR. Pt also alleges having removal of her implants in 1992 because she had a rupture and had silicone in her chest. Pt doesn't believe she has any health problems because of this and feels she is very healthy.